Manufacturer narrative:
Article citation: villanueva k, patel h, ghosh d, klomhaus a, slack g, festekjian j, da lio a, tseng c. A single-center comparison of surgical outcomes following prepectoral and subpectoral implant-based breast reconstruction. Plast reconstr surg glob open. 2024 jun 10;12(6):e5880. Doi: 10.1097/gox.0000000000005880. Continued e.1. Facility name: (B)(6). The events of "capsular contracture", "extrusion", "necrosis", "seroma", "wound dehiscence", and "infection (unknown onset)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown; "extrusion", "necrosis", "seroma", "wound dehiscence", and "soft-tissue infection."

Event description:
Through journal article, "a single-center comparison of surgical outcomes following prefectoral and subpectoral implant based breast reconstruction", 570 patients (996 breasts) who underwent mastectomy for breast cancer for cancer prophylaxis were examined. This record is for the 953 breasts that underwent 2-stage reconstruction with a tissue expander. Healthcare professional reported the following adverse events after surgery (in number of breasts): "extrusion" (8), "skin or nipple necrosis" (35), "seroma" (20), "hematoma" (18), "wound dehiscence" (6), "soft-tissue infection" (49), "rippling" (160), "animation deformity" (17), and "capsular contracture" (68) baker grade unknown. Affected sides are unknown. 862 breasts (86.6%) underwent expander exchange to implant. "Soft-tissue infections" were treated with oral or intravenous antibiotics.